Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012, 6935 implantable tachy lead (B)(6) 2012, 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and was not capturing. The lead was explanted and replaced. During implant of a new lv lead, the catheter broke/tore during slitting. The lv lead had to be removed to remove the distal portion of the catheter. The lead was then reinserted. No patient complications have been reported as a result of this event.